Event description:
It was reported that the patient presented to the clinic not feeling well. Right atrial (ra) lead impedance was >2000 ohms and no capture was observed. Chest x-ray the lead was completely fractured. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).